Manufacturer narrative:
The device was determined to be a non-abbvie device. No additional reporting is required for this record. Clarification to d.3 name: unknown manufacturer. Clarification to g.1 manufacturer site name: unknown manufacturer. Additional, corrected and/or changed data: b.5, d.1, d.3, d.4, g.1, g.4, h.6.

Event description:
Healthcare professional reported right side "ruptured saline implant" of a non-abbvie device. Device was explanted and replaced.

Event description:
Healthcare professional reported unknown side "ruptured saline implant." Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "ruptured saline implant" clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time.

Event description:
Healthcare professional reported right side "ruptured saline implant" of a non-abbvie device. Device was explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 24/jan/2024. Additional, corrected and/or changed data: g1.